Event description:
A hosp bio-medical technician (bmt) reported that the tip of a reusable a5578 spatula electrode separated from the instrument shaft and fell into the pt's chest cavity during a thoroscopy procedure. The surgeon retrieved the piece and the procedure was completed without complications.